Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was stuck on carefusion blue screen. A technical support specialist asked customer to reboot the station. The issue was resolved after rebooting. The system functioned as intended after the customer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device struck on carefusion screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.